Event description:
Information was received indicating that the cadd legacy plus pump displayed error code 8719. There was no patient involved.

Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for analysis. The motor was activated, and the device went into error 1870. It was recommended to replace the motor.